Manufacturer narrative:
A specific root cause could not be determined. A review of calibration data determined the calibration used when the erroneous results were generated was likely obtained from calibration standards that were too concentrated, likely due to evaporation.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to FDA.

Event description:
The customer complained of questionable ion selective electrode sodium and chloride results on multiple patient samples on two c501 analyzers. She stated that at 4:30 am the quality control results were low, but in range. When controls were run again at 7:30, they were out of range. She recalibrated and ran controls again; the controls were in range. The customer pulled all samples run since 4:30 and reran them. She stated she had to send out 30 amended results. The customer provided data for three chlorides and three sodiums. Of the data provided, one of the sodium results from this analyzer was erroneous. The initial sodium was 133 mmol/l. The repeat was 143mmol/l. There were no adverse events. The lot number and expiration date of the sodium electrode were requested but not provided. The customer refused a service visit, stating, "everything is working well." (B)(4).